Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device control unit did not function and the cable coupling failed. It was noted that the device did not function. It was further determined that the device failed pretest for check with test bench and record results. Power: 45 to 90 w (watt) and speed: minimum 703 to 937 rotations per minute (rpm) and check the cable coupling. It was noted in the service order that post-op, it was observed that the device handpiece was "spoilt¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon subsequent follow-up with the affiliate, additional information was received. The reporter confirmed that the event did not occur during surgery. Therefore, the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.